Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use, a bd¿ pen needle was found with a sterile barrier breach as ¿the outer cover was cracked. ¿there was no report of injury or medical intervention reported.

Manufacturer narrative:
Investigation results: three photos, one empty 32g x 4mm pen needle carton and one pen needle cover were returned from lot. No. 7073976, cat. No. 320136. Visual examination was carried out on the returned photos and samples and a cracked cover was observed. The root cause of this issue is that the component was damaged upon ejection from the injection molding machine. Based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.